Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found deceased at home on (B)(6) 2016. The patient was found with a glucose meter in hand, and it was reported that vomit was also observed. It was reported that the lvad clinicians believe the patient had a stroke, and that they do not feel that the stroke was caused by thrombus or a pump malfunction. The patient was last seen in clinic by the vad coordinator last week and was doing fine, with an inr of 3.2. The patient was last seen by family members on (B)(6) 2016 and was reportedly ¿doing fine¿. Log files analysis by the manufacturer¿s technical services representatives revealed that the patient was connected to fully-charged 14 volt lithium-ion batteries on (B)(6) 2016 at 1618. The first low voltage advisory alarm was at (B)(6) 2016 at 0630 and progressed to a hazard state. The batteries became totally depleted, and the system controller backup battery operated the lvad system until the battery was depleted. The log file data revealed parameter changes at about 0300 just prior to the event at 0720. The pump power and estimated pump flow had dropped; however, there were no pump speed decelerations. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. The submitted system controller log file confirmed pump stops and low speed operation events, which appeared to be related to elevations in pump power. However, a specific cause for the events could not be conclusively determined. Furthermore, the submitted log file also confirmed a full depletion of the external and emergency backup batteries, followed by a system shut down. However, a specific cause for the depletion of the batteries could not be determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.